Event description:
It was reported that the patient's spinal cord stimulation (scs) implant that she received on (B)(6) 2014 was removed the same day. "It just didn't agree with her body." There were "possible issues such as allergies beforehand." It was stated that the patient just received results of a nerve study that she had nerve damage, however, no further discussion had been made about treatment plan. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# serial# unknown, product type: lead. (B)(4).